Manufacturer narrative:
Section d4 lot/serial no. Of initial MDR indicates: (B)(6). Section d4 lot/serial no. Of initial MDR should indicate: (B)(6). The product assessment center (pac) technician evaluated the device and was not able to duplicate the reported issue. The device log was cleared prior to being received into pac, therefore the device log analysis is not available. A root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and concluded that the device can not be repaired. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.